Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-13471. It was reported that the patient presented in clinic on (B)(6) 2020. Upon interrogation, it was noted that the device switched polarity for impedance testing as the impedance dropped below the lower limit on the atrial lead. Additionally, there were inappropriate mode switch episodes due to noise on the atrial lead. On (B)(6) 2020, the patient presented for a possible lead revision procedure. During interrogation, it was noted that the lead was functioning within normal parameters, but the sensitivity was low. The physician looked at the lead visually in pocket and under fluoroscopy to check for possible insulation breach and there was none, but he suspected a loose set screw. The lead was detached from the generator and reattached. The noise appeared to be resolved, but the sensing remained low. The patient would continue to be monitored. There were no patient consequences and the patient was discharged.